Event description:
It was reported that the patient was experiencing inadequate stimulation and a low battery. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.